Event description:
It was reported that customer experienced minimum fill notification and was unable to load cartridge onto pump despite attempts with existing and new cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area, reloaded same cartridge, and then loaded new cartridge using guided steps, but issue persisted, so customer switched to insulin pen and planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, reviewed storage mode, pump setup, and cgm reconnection instructions, and instructed customer to return problematic pump using provided prepaid label.